Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician believed that this implantable cardioverter defibrillator (ICD) should had terminated the supraventricular tachycardia (svt) algorithm, but the rhythm terminated itself. The physician suspects that the paced tachycardia was generated by the device and had reprogrammed the pvarp to 360ms. The result was incomplete but sufficient reduction in number of tachycardias. Subsequently, this device was explanted and replaced with a competitor cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. This device will return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the physician believed that this implantable cardioverter defibrillator (ICD) should had terminated the supraventricular tachycardia (svt) algorithm, but the rhythm terminated itself. The physician suspects that the paced tachycardia was generated by the device and had reprogrammed the pvarp to 360ms. The result was incomplete but sufficient reduction in number of tachycardias. Subsequently, this device was explanted and replaced with a competitor cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. This device will return for analysis.

Event description:
It was reported that the physician believed that this implantable cardioverter defibrillator (ICD) should had terminated the supraventricular tachycardia (svt) algorithm, but the rhythm terminated itself. The physician suspects that the paced tachycardia was generated by the device and had reprogrammed the pvarp to 360ms. The result was incomplete but sufficient reduction in number of tachycardias. Subsequently, this device was explanted and replaced with a competitor cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. This device will return for analysis.